Manufacturer narrative:
The reported event was lead failure for unknown reason. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing that could be measured was normal although an internal short was noted consistent with procedural damage. Visual and x-ray inspection of the lead were normal with the exception of procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) and the right atrial (ra) lead exhibited an unknown failure. The leads were explanted and replaced. Patient condition is unknown.